Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens in two pieces. Unable to evaluate. Lens was returned dry. Conclusions: based on the complaint history, work order search and the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +16.00 diopter collamer single piece lens in the patient's right eye. The patient's iris was floppy and the lens would not sit well in the eye. The lens was cut in little pieces to remove from the eye. The incision was not enlarged, a sulcus lens was implanted and no suture was needed. No issues with the lens itself. This incident was due to patient anatomy. This the first of two lenses used on the same patient, same eye. See MFR. Report # 2023826-2016-00176 for other lens.

Manufacturer narrative:
(B)(4).